Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while preparing for a cardioversion, the (B)(6) male pt went into tachycardia. The device discharged energy once successfully; however, on the second attempt to deliver therapy, the clinician was unable to adjust the energy selection. The clinician had decreased the energy selection to 3 joules and was subsequently unable to increase the energy. The pt rec'd a discharge of energy at 3 joules. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.